Event description:
A malfunction was reported by the customer involving a malfunction code ¿malf 12.¿ there was no adverse impact to the customer's blood glucose level. Customer did not experience any recurrence of the malfunction code after the pump was reset with assistance from technical support. The customer was informed to contact support again if the issue reoccurred, which was acknowledged and understood.